Event description:
Intera oncology was notified of an hai pump that has been experiencing slow glycerin flow. During refill on (B)(6) 2026, the pump had a residual volume of 30 ml of glycerin. The clinic provided intera oncology with the previous refill results: ·on (B)(6) 2026, the pump had a residual volume of 26ml. 30ml of glycerin was instilled into the pump. ·on (B)(6) 2026, the pump had a residual volume of 30ml. Normal saline flushed to check placement and 30ml was instilled into pump. The medical oncologist expressed concern that the catheter may have become occluded during a recent extensive colorectal and gynecologic surgery that the patient underwent. According to the clinic, the patient did not experience an adverse event. Cta scan was done and the results were good. There is no plan to explant the pump. The clinic mentioned that they used alk 50% v/v glycerin.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The pump remains implanted. Intera oncology remains in communication with the clinic and is waiting for the results of the upcoming refill. Once we obtain updated information, a supplemental report will be submitted.